Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual and functional inspections were performed on the returned device. The deployment difficulty was not confirmed as the stent was not returned; however, the thumbwheel was rotated with no resistance noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deployment issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 10 x 60 mm absolute pro vascular stent system was advanced to the mildly tortuous left common iliac artery and was ready for stent deployment, but resistance was felt with the thumbwheel after the first quarter or half turn of the thumbwheel. Troubleshooting steps were performed to deploy the stent, but resistance was felt with the thumbwheel. The stent was deployed in the non-target external iliac instead of the intended common iliac artery. A second same size absolute pro vascular stent was successfully deployed in the target lesion without issue. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.